Event description:
Caller reported cgm error 42 and cts provided complete pump reset information. There was no adverse impact to the customer's blood glucose level. Cts guided the caller through a successful pump reset, and the caller successfully started their sensor session, resolving the issue.